Manufacturer narrative:
Additional information was received that the patient had substantial weight loss and the ipg flipped due to the substantial weight loss. It was noted that the physician did not believed that pain was caused by the weight loss and as it was device related. Lead migration was confirmed through computerized tomography (CT) scan. No further course of action at this time due to non-device related stroke.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician suspected the ipg may have flipped due to the patient¿s substantial weight loss. A computerized tomography (CT) scan displayed that the ipg had not flipped and that there was slight lead migration at the distal ends. The physician did not believe the pain was caused by the weight loss or the device. No further course of action will be taken at this time. Additional information was received that the patient will have injections to alleviate the pain near the pocket site. The physician believed that the pain near the pocket site was not due to the ipg and may be a new pain the patient is experiencing.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.